Event description:
While counting ray-tec x-rayable sponges from a laparoscopy pack, one of the sponges had loose threads hanging off the edge. The ray-tec sponges were taken out of circulation and sequestered. Another set of ray-tec x-rayable sponges were open for the case. (Sample sent to the medline. Ref #dynj44769n - lot #23kbw484 - expiration 8/31/2027). During the procedure, a 4x8 ray-tec x-rayable sponges was noted to have looped, loose strings. The ray-tec x-rayable sponges were handed off the field and sequestered. (Sample sent to the medline . Ref dynj44771j - lot 23kbk742 - expiration 10/31/2026). Note: we have had previous issues with this product. (Recently there was a thread found and removed from a patient during a case - no product information kept so no medsun report completed at that time.)